Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor . Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The device passed motor test. The device had a scratched display window.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.